Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device's drawer had failed. A field service engineer removed the paper towel that was blocking the sensor and had the customer verify the functionality to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed. The customer reported that a 10ml med cup had become stuck in the back of the drawer, preventing it from fully closing. The back panel was opened, and the crushed cup was removed. The matrix drawer was then closed; however, the customer was unable to recover the drawer. The drawer required maintenance. However, there were no delays or adverse events or injuries reported based on this event.